Event description:
It was reported that due to the adjacent level l3 degeneration, the patient underwent a l3-l5 posterior fixation fusion. Previous implanted screws were removed and replaced by peek rod screws. The surgeon used 5.5mm tapping for l4 screw hole and to implant the 6.5x50mm screw. The l4 pedicle wall showed sclerosis and the screw driver tip broke in the screw head while attempting to place the 6.5x50mm screw. The screw contains the tip of the screwdriver was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4). Visually confirmed approximately 3mm of the driver tip is broken off, with the broken off portion of the tip remaining in the multiple axial screw (mas) hex. Fracture surface analysis identifies a quasi-brittle angulated fracture surface, with no indication of torsion or fatigue, consistent with bend stress overload. Additionally, mas threads are undamaged, indicating the threads may not have been engaged, thus allowing misalignment of the driver shaft. The above observations are consistent with surgical technique. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.